Event description:
It was reported that during patient use, the ventilator generated a system error alarm and stopped cycling. A technician tried to turn off the power, but the unit could not be shut down. After several attempts, the ventilator could be turned off. Upon turning it on, the reported condition could not be duplicated. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated/serviced the device. A single board computer (sbc) printed circuit board (pcb) and a control printed circuit board (pcb) were returned for evaluation. The service engineer could not verify the reported complaint. The pcbs were placed into a test ventilator, allowed to run for over 24 hours, no abnormal activity was found and the device passed all testing. The reported malfunction could not be duplicated.

Manufacturer narrative:
Covidien reference # (B)(4).

Manufacturer narrative:
Patient information was received and it is being reported. (B)(4).